Manufacturer narrative:
Follow-up #1 11/14/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm histories. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found.

Event description:
It was reported that on (B)(6) 2011 at 6:30 am the patient obtained the blood glucose reading of 325 mg/dl and she experienced the symptoms of lethargy, feeling tired, nausea and was positive for ketones. The patient claimed that for one week she had obtained elevated blood glucose readings which had not corrected with insulin pump boluses; her blood glucose level dropped only after she gave herself an insulin injection via a syringe. Troubleshooting revealed no issues with the infusion site or infusion set, all pump programming and settings were correct, the date/time and basal settings were correct, and all total basal/bolus doses given correctly matched those programmed. There is no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after her blood glucose level did not correct via pump boluses, and received treatment with insulin via a syringe. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.